Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. A high capture threshold was also observed on the rv lead. It was suspected that the event was because the patient sustained a fall that damaged the header of the device. The device was explanted and replaced in order to resolve the event and the patient was stable following the procedure. Related manufacturer reference number: 2938836-2018-08704.

Manufacturer narrative:
The high pacing lead impedance and the noise observed in the field were confirmed via review of the device image. Upon receipt, the septum of the df4 connector was damaged. It is suspected the damage occurred at explant. Silicone debris was seen inside the setscrew cavity. Multiple insertions of the torque driver could disturb the septum and allow the torque driver to trap the septum material inside the setscrew hex cavity, thus preventing the torque driver from tightening the setscrew. The device¿s functionality was evaluated on the bench. Testing revealed normal device characteristics.